Event description:
It was reported that the tip of the instrument was cracked during use. No patient complications were reported.

Manufacturer narrative:
(B) (4): device was returned to the manufacturer for evaluation. The visual examination shows that the upper jaw is broken off on one side forward of the jaw pivot pin; the lower jaw is cracked. The pin and broken off portion of the shaft are missing and were not returned for analysis. The above observations are consistent with misuse, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.